Manufacturer narrative:
(B)(6) has been returned and investigated. The reader was visually inspected and observed damaged usb port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was de-cased. Therefore, this is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified battery or no power issue was reported with the adc device. Customer was unable to obtain readings due to the device "no longer charging". As a result, the customer experienced a seizure and was unable to self-treat, requiring treatment of dextrose provided by non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damaged usb port was observed. Due to the damaged usb port the reader was not able to be charged and so the reader did not power on. The reader was further de-cased and placed into the reader test fixture to download log. Therefore, issue is not confirmed to use due to damaged usb port. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. At this time cable and adapter has not yet been returned. Extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification.      The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the initial report. Correction has been made.

Event description:
An unspecified battery or no power issue was reported with the adc device. Customer was unable to obtain readings due to the device "no longer charging". As a result, the customer experienced a seizure and was unable to self-treat, requiring treatment of dextrose provided by non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified battery or no power issue was reported with the adc device. Customer was unable to obtain readings due to the device "no longer charging". As a result, the customer experienced a seizure and was unable to self-treat, requiring treatment of dextrose provided by non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.